Event description:
Resident developed multiple pressure sores on his feet requiring skin ulceration treatments, physician assessement and antiobiotic therapy. Four of the sores were open and one was closed pressure area. This occurred approx 10-14 days after applying jobst custom fit graduated compression stockings for edema in the lower extremities.